Event description:
The customer reported an erroneously elevated initial troponin I (access accutni+3) result, above the normal reference range, for one patient, involving the access 2 immunoassay system. An initial result of 1.04 ng/ml was obtained and released out of the laboratory. As a result, the patient was transferred to an alternate hospital. The customer did not have additional patient information. It is unknown if any additional treatment was given to the patient. There has been no report of current patient status to date. After learning the patient, sample tested negative at the alternate facility, the customer reanalyzed the sample, on the same instrument, and obtained a lower result of 0.01 ng/ml. The customer then performed a 10-replicate precision study; each replicate was analyzed in a separate cup. Nine replicates, of the precision study, either generated a value of 0.00 or 0.01 ng/ml; one replicate recovered an elevated value of 9.65 ng/ml. The patient's sample was collected in a serum tube with gel separator and centrifuged at 3,500 rpm (rotations per minute) for ten minutes, at room temperature. The sample was stored in refrigeration. The customer indicated system checks failed due to qns (quantity not sufficient) flags on the washed portion and sample counts outside limit system errors on the unwashed portion. Beckman coulter customer technical support (cts) advised the customer to replace the aspirate probes and peristaltic pump tubing. The customer replaced the peristaltic pump tubing and repeated system check which passed within the acceptable range. No other issues were reported. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics. In conclusion, the likely cause of the event is attributed to the worn peristaltic pump tubing on the instrument.